Manufacturer narrative:
No product is being returned for evaluation.

Event description:
During a shoulder repair the surgeon had difficulty during the insertion of one anchor. Rep did not think the suture loop was over the inserter in the back and it could not be visualized. Suture was twisted, and when the inserter was pulled out the suture cut. Additional kinsa devices were used to complete the repair. It was confirmed that the surgeon was able to insert the first kinsa anchor without issue. A second anchor was placed and as he was completing the suture reduction the suture broke; this occured on the third anchor as well. The suture was cut from the anchors and the anchors left in place. Sales rep stated the surgeon was very aggressive when doing the final reduction on both these anchors which may have contributed to the suture breakage. A third anchor was placed to complete the repair. A delay of fifteen minutes resulted.